Event description:
It was reported that the device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the power pcb assembly, and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a shorted capacitor, designator c25, which caused fet transistor, designator q2, to overheat, resulting in short within the circuit board of aux voltage to ground, then blowing a fuse, designator f1.